Event description:
Rn noticed leaking PICC (peripherally inserted central catheter) line in left arm, and upon inspection she noted a tear in catheter near the suture ring. PICC was pulled and new PICC line inserted into the right arm.manufacturer response for vessel passive PICC, navilyst (per site reporter).manufacturer would like device returned for their inspection.